Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl at time of incident and current blood glucose 403 mg/dl. The customer had symptoms such as nervous. The customer was treated with syringes. The customer declined to continued insulin pump troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised if high blood glucose continue call back for further troubleshooting. The customer alleges pump was under delivering due to no alarms and already change insulin. The insulin pump will not be returned for analysis.